Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2007 and mesh was implanted into the patient. It was also reported that mesh was implanted along with concurrent total hysterectomy on an unknown date and mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and total hysterectomy; due to uterovaginal prolapse, pop-q stage 3 and genuine sui. It was reported that the patient underwent surgery for sling release and cystoscopy due to urinary retention on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.